Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. It was noted the rv pace lead impedance had been rising from a base line of around 650 to 700 ohms in (B)(6) 2015 to 1463 ohms on (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: ddbb2d1 device implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to an alarm triggered by right ventricular (rv) lead impedance. It was noted the rv pacing impedance had been gradually increasing to high values. The rv lead remains in use. The alarm parameters were reprogrammed to a higher maximum and the patient will be monitored. No patient complications have been reported as a result of this event.